Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the intervention was a retrograde iliac procedure. There was mild tortuousity and heavy calcification with an 80% stenosis. Pre-dilatation was done with a fox sv without any issue. The xpert 6/60 was inserted into the 5f introducer, but resistance was met during advancement through the sheath and through the anatomy. Once it was at the lesion, extreme resistance was felt and the stent could not completely release. The stent system was removed without resistance by bringing the introducer directly to the stent and holding all together and removing the system. The distal shaft had some kinks. A new same size xpert, with the same lot number was placed without issue to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).